Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off and the phlebotomist received a dirty needle stick injury. Blood work was obtained and will be required for the next six months. The following information was provided by the initial reporter: per customer, safety shield broke off and phlebotomist got a needlestick. Phlebotomist will require bloodwork for the next six months.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off and the phlebotomist received a dirty needle stick injury. Blood work was obtained and will be required for the next six months. The following information was provided by the initial reporter: per customer, safety shield broke off and phlebotomist got a needlestick. Phlebotomist will require bloodwork for the next six months.